Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an esophagectomy procedure, on the first firing of the stapler with black reload and no buttressing material, while and stapling across gastric tissue with half of the jaws containing tissue, the blade traveled half way and stopped. The doctor tried the reverse button, followed by the manual override, and neither worked. The doctor pried open the jaws with another instrument and used scissors to cut around the tissue to remove the device. A second like stapler was used to complete the procedure. There were no patient consequences reported.